Manufacturer narrative:
The reported events of device in backup mode, no magnet response, and no inductive telemetry were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the pacemaker was in backup mode. The patient was brought into the clinic, and the pacemaker had failed to be interrogated due to radiofrequency (rf) telemetry and inductive telemetry issue were not available. Additionally, the pacemaker had no magnet response. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that the patient's pacemaker was explanted and replaced on (B)(6) 2025. The patient wn as istable condition.